Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call indicating that they had needle anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that when connecting the guardian 2 link to the sensor during a training session the green light didn't appear. Customer removed the sensor and there was no visible electrode.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and found the sensor cannula bent inside the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used. Unable to confirm the needle anomaly due to the needle not being returned.